Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (DHR) review, was not possible because the required lot code(s) was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cup was loose at bone to implant interface. Surgeon explanted a size 50 pinnacle acetabular cup and a 50/32mm altrx neutral pinnacle liner. No surgical delay. The date of implantation was not available. The loosening interface was between the altrx liner and the pinnacle cup. The patient was experiencing pain in her hip. No depuy instrumentation broke during surgery. All other information cannot be provided. Doi: (B)(6) 2020; dor: (B)(6) 2020 left hip.